Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue; dilatation catheter 1.2x08mm mini trek. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacturing, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous circumflex (cx) artery and right coronary artery (rca). A non-abbott guide wire was placed. The 2.25x23mm xience prime stent implant was successfully deployed without reported issue in the cx artery and the 3.0x38mm xience prime stent implant was successfully deployed without reported issue in the rca. Post-dilatation was performed with a 1.2x08mm mini trek balloon dilatation catheter (bdc). After post-dilatation, a vessel dissection was noted at the distal edge of the 2.25x23mm xience prime stent implant, which was treated with deployment of a 2.25x23mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.